Event description:
It was reported that the patient was asymptomatic. It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. There were no reported patient consequences.